Event description:
An asymptomatic and non-dependent patient presented to the clinic after feeling the patient notifier for high impedance. The high impedance was not reproduced in the clinic. It was later reported that the lead was repositioned after suspecting a micro dislodgement. The lead tip was moved slightly and good values were achieved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.